Manufacturer narrative:
The logs were reviewed but provided no additional insight regarding the cause of the reported complaint. The software investigation found that the reported event was most likely related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, and after verifying all of the instruments, a pointer and the frame showed disconnected on the verify instruments screen. The camera was showing green status. In trouble-shooting, the tool cards were deleted and added back in, however, the issue persisted. A software re-boot resolved the issue. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.